Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the devices were not returned in the original packaging. Device one did not have the t1/t2/suture returned. The actuator is in the pre-t2 position. There is bio debris on the needle. Device two: the t1/t2/suture were returned wrapped around and tied to the overmold assembly. The needle is bent. The actuator is in the pre-t2 position. There is bio debris present. A functional evaluation was performed on the returned device and found that device one cycled as intended. Device two cycled to the end of the needle then stuck and would no longer cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, two fast-fix 360 failed in the same way. The t2 implant was deployed prematurely through the meniscus, after the t1 implant was deployed. Both implants were removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.